Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii. It was reported that for the past couple of months prior to (B)(6) 2016, the patient¿s stimulator was shutting off on its own. The patient verified with her programmer that therapy was off; the programmer showed that stimulation was off. It happened at night while the patient was sleeping, and she would wake due to the pain in her arm from therapy being off. The issue occurred intermittently. There were no trauma of falls reported that could have been related to the issue. The patient did not have any recent medical tests or electromagnetic interference exposures. When the patient checked the ins on these occasions she was able to turn therapy back on. The patient was to follow-up with a healthcare professional and had an appointment with a doctor and manufacturer representative in (B)(6) of 2016. The location of the symptoms was noted to be the arm. It was also noted th at this was considered a gradual change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.